Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The caller was advised to continue using the pump and to contact support again if the issue reappeared, which the caller understood.